Manufacturer narrative:
UDI: (B)(4). Reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling tool side was out of specification and the handpiece oscillating head and set screw were faulty. It was also noted that the saw blade coupling and oscillation frequency had failed pre-test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total knee replacement surgery, it was observed that the battery oscillator device had a cracked oscillator head. It was not reported if there was a delay to the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.